Event description:
It was reported that the pt reports could "feel the wires" and they were pinching her following a chiropractic adjustment 2 weeks ago. She believed that the adjustment would not affect her because it was performed on the opposite side from the device. She turned her stimulation down from 2.6 to 2.45 volts which had no effect. She was at home in fair condition and was re-directed to healthcare professional. Further info was requested.

Manufacturer narrative:
(B)(4).